Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted by arranging for a replacement pump, and the customer planned to use multiple daily injections as a backup therapy until the replacement was received.